Event description:
Provider alleges the chair was flexing and twisting like crazy when the chair was delivered to the end user on (B)(6) 2014. Provider states the end user weighs about (B)(6) lbs. Provider states he put a 3 inch camber on the chair and when end user sits in the chair the spokes on the rims rub against the armrest bracket that is on the frame.